Event description:
The time of event is not during procedure. There was no report of patient harm. Fiber image failure(broken).

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the cfb (coherent fiber bundle) as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the cfb (coherent fiber bundle). In addition, our technician confirmed that the control body fluid damage, the down pulley wire fluid damage, the up pulley wire fluid damage, the left pulley wire fluid damage, the right pulley wire fluid damage, the lcb (light carrying bundle) fluid damage, the ccd drive pcb fluid damage, the electrical pin connector fluid damage, the lg connector fluid damage, the segment worn out, and the ccd module with drive pcb defective; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.